Manufacturer narrative:
The event has occurred due to operator error. The field service engineer was on site and replaced the glucose sensor for the correct lactose sensor. The qc and the instrument were checked. The instrument is performing as intended. There is no report of harm to the patients. There is no report or raised concerns from doctors regarding the results.

Event description:
The customer reported that on the rl 1265 there was a glucose sensor in the lactate sensor's place, resulting in two glucose sensors in the instrument.